Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E.1.: initial reporter facility name, address, and phone number: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: no. (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR: fg quantum maverick, mr 2.5mm x 15mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified a pinhole leak approximately 3mm proximal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon; however, it was observed that a leak was occurring. An image was provided which shows the balloon of the device however there is no obvious visible damage. This returned media cannot confirm the reported allegation.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.